Event description:
It reported that there was a re-stenosis for the vision stent that was implanted in 2004. The pt was admitted to the hospital about four months later, due to a heart infarct. The pt was re-intervened and another company's stent was implanted.